Event description:
The customer reported that the system was not booting up. The tube was showing the filament regulator and charger fail error codes. The customer turned off the system then waited and turned it back on. It still didn't work. Also the system did not fluoro.

Manufacturer narrative:
(B)(4). There was no indication from (B)(4) file and with (B)(4). The fuse on the snubber was intact and the batteries were not loading down with fluoro or film shots. The system was repaired and is operating as intended.